Event description:
Two alaris modules simultaneously stated: miscommunication. The pumps were not infusing the normal saline or potassium phosphate. Both IV's were clamped and the modules were removed from patient and two new modules were replaced. There was no patient harm. Biomed is reviewing this issue with other IV related pump issues, and working with the manufacturer to complete the review.